Event description:
It was reported that on (B)(6) 2022, a patient was treated for a type a dissection with a gore® tag® conformable thoracic stent graft. During the procedure, the endoprosthesis could not be fully deployed because of a broken lockwire connector on the release handle. The device was recovered from the patient and the procedure was successfully completed with another device.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2022. Contrast pooling outside the implanted devices, on the delayed contrast series, in the aneurysm sac appears to originate from communication with lumbar arteries, thereby, confirming a type ii endoleak the engineering evaluation performed by a quality engineer showed the following: the lockwire connector was found inside the white handle component, with the lockwire and ferrule still attached. The connector was broken from the rest of the lockwire handle, which was not returned. The angulation fiber connector was also found in the white handle component, with both fibers still attached and intact. The lockwire and angulation fibers were correctly routed through the rest of the device and appeared in the correct channels in the deployment line access hatch. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. There is potential that off-label use in a type a repair where the ctag was deployed in an open fashion, may have contributed to the reported event. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and deployment failure. Furthermore, the indications for use do not include type a dissections. The indications are limited to treatment of lesions of the descending thoracic aorta, including isolated lesions, such as aneurysm and traumatic transection, and type b dissections.

Manufacturer narrative:
Patient ID is unknown. A manufacturer placeholder is used instead. Device evaluated by MFR: device is in transit to the manufacturer. A review of the manufacturing records indicated the lot(s) met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2022, a patient was treated for a type a dissection with a gore® tag® conformable thoracic stent graft. During the procedure, the endoprosthesis could not be fully deployed because of a broken thread on the release handle. The endoprosethesis was recovered from the patient and the procedure was successfully completed with another device.

Event description:
It was reported that on (B)(6) 2022, a patient was treated for a type a dissection with a gore® tag® conformable thoracic stent graft. During the procedure, the endoprosthesis could not be fully deployed because of a broken lockwire connector on the release handle. The device was recovered from the patient and the procedure was successfully completed with another device.

Manufacturer narrative:
A review of the manufacturing records indicated the lot(s) met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the lockwire connector was found inside the white handle component, with the lockwire and ferrule still attached. The connector was broken from the rest of the lockwire handle, which was not returned. The angulation fiber connector was also found in the white handle component, with both fibers still attached and intact. The lockwire and angulation fibers were correctly routed through the rest of the device and appeared in the correct channels in the deployment line access hatch. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. There is potential that off-label use in a type a repair where the ctag was deployed in an open fashion, may have contributed to the reported event. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and deployment failure. Furthermore, the indications for use do not include type a dissections. The indications are limited to treatment of lesions of the descending thoracic aorta, including isolated lesions, such as aneurysm and traumatic transection, and type b dissections.

Manufacturer narrative:
Per IFU, the gore® tag® conformable thoracic stent graft with active control system is intended to be deployed under fluoroscopic visualization, in a retrograde fashion as part of an endovascular procedure. The reportable event type has been corrected to 'reportable malfunction.' An earlier report referenced an IFU statement and engineering results regarding endoleaks. These statements are not applicable and were added in error.